Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
User contacted the emergency support program for assistance troubleshooting a flat arterial line waveform on the pump. The waveform had been functional earlier, but the line would no longer flush via the transducer and pressure bag system, suggesting the lumen was clotted. No patient harm was reported.